Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event revised on manufacturer device report 1220648-2025-26426 to reflect correct event date. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26426 as it is unknown if the initial reporter also sent the report to the food and drug administration. G2 report source; study was missing from manufacturer device report 1220648-2025-26426.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced ventricular tachycardia during impella cp support. The pateint required antitachycardia pacing and mexitil was resumed. Additional information noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.